Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure of the broken probe was confirmed. Corrected data: d4, h3, h5. Additional information: b5, h4. Based on the results of the investigation, the probable cause of the complaint is cause not established. However, based on past investigation results, it can be inferred that a likely mechanism causing the reported event might be the following: only the distal end of the probe was pushed forcefully against the tissue while the output was activating, or the output was activating while twisting the scissors while grasping the tissue. This caused the probe to have cracks. A force was applied to the distal end of the probe, causing the probe to break at the cracks. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The event was for an therapeutic laparoscopic transabdominal preperitoneal (tapp) repair for an inguinal hernia. No patient harm was reported in connection with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device probe broke. The issue occurred during device set-up. There were no reports of patient harm.